Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event, b5: describe event or problem - additional, h2: additional information, h6: health effect - impact code - additional.

Event description:
Subsequent to the initial MDR, the patient was in the hospital for 24 hours and then discharged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2: correction/additional information, h6: health effect - impact code - correction to remove 4614 serious injury/ illness/ impairment from the initial MDR, h6: health effect - impact code - additional, h6: health effect - clinical code - correction to remove 1905 hyperglycemia from the initial MDR.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient experienced vomiting and exhaustion. The cgm was reading low and the blood glucose reading was 600 mg/dl. The patient was transported to the emergency department and diagnosed with diabetic ketoacidosis. The patient was treated with unspecified insulin. There was no documentation of additional medical intervention. At the time of the report, the same day as the event, the patient was in the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.